Event description:
PICC placed (B)(6) 2019 for antibiotic treatment. It was reported that the catheter is full with blood so the customer was concerned there was something wrong with the proximal valve. It had been flushed with 40 ml saline every week or when in use and there has been no distress with the catheter before. The catheter was removed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bleed back is confirmed but the exact cause remains unknown. One 4 fr powerpicc solo catheter was returned for investigation. The catheter extended up to the 42 cm depth marker. Dried blood residue was visible within the clear extension tubing. The sample was flushed with water using a 12 ml syringe and was found to be fully occluded. Microscopic observation of the solo valve revealed residual use material throughout the valve. The valve slits did not appear to be held in an open position. The top section of the hub was damaged in order to take microscopic photos of the valves. Based on the condition of the returned sample, possible contributing factors catheter maintenance technique and use residue interfering with valve functionality. Since the exact cause of the bleed back could not be determined, the complaint is confirmed, cause unknown. The product instructions for use (IFU) suggested catheter maintenance states, "flushing 1. Flush the catheter after every use, or at least weekly when not in use. Use a 10 ml or larger syringe. 2. Flush the catheter with a minimum of 10 ml of 0.9% sodium chloride, using a ¿pulse¿ or ¿stop/start¿ technique. Use of heparinized saline to lock each lumen of the catheter is optional. 3. Disconnect the syringe and attach a sterile end cap to the catheter hub and tighten securely. Caution: always remove needles or syringes slowly while injecting the last 0.5 ml of saline." A lot history review (lhr) of reds3411 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds3411 showed no other similar product complaint(s) from this lot number.

Event description:
PICC placed (B)(6) 2019 for antibiotic treatment. It was reported that the catheter is full with blood so the customer was concerned there was something wrong with the proximal valve. It had been flushed with 40 ml saline every week or when in use and there has been no distress with the catheter before. The catheter was removed.